Manufacturer narrative:
Date sent: 01/27/2009. Eval summary: the analysis results of the el5ml found that the instrument was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument the "clip could not come out" (activation of the lock out mechanism). The instrument is designed to lockout when all the clips have been fired and the orange indicator must be visible after the 13th clip is fired. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during an lar procedure, the clip could not come out properly on the way of the operation. Another device was used to complete the case. There were no adverse consequences to the patient.